Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid pal analysis confirmed that the device incurred charge circuit timeout with the original device battery. After the device was opened, disconnected from the battery and powered with an external supply, the system current drain was extremely high and the device was no longer functional. It appeared that the hybrid was damaged during analysis. Battery analysis found not internal short. Partial lithium (li)-severing was observed leading to reduced anode surface area and consistent with the high, internal battery impedance measured upon receipt for battery analysis. Review of the save-to-disk data showed a charge time out and an excessive charge time event before recommended replacement time (rrt) and subsequent explant. The charge time out and excessive charge time resulted from an increased battery resistance induced by li-severing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.